Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:(B)(4). 1.section b. Box 5. Describe event or problem results: the pet lock was broken and retracted on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 145.0 cm from the proximal end. The pull wire was retracted out of its distal detachment tip (ddt), and the embolization coil was detached from the pusher assembly. The embolization coil had offset coil winds throughout its length. Conclusions: evaluation of the first returned pod pc revealed that the pet lock was broken and retracted on the proximal end of the pusher assembly. If this occurs, the pull wire may retract out of the ddt, and the embolization coil will detach from its pusher assembly. Further evaluation of the returned pod pc revealed offset coil winds along the length of the embolization coil and a kink in the pusher assembly. If the pod pc is forcefully advanced against resistance, damage such as offset coil winds may occur. The kink may have occurred due to forceful advancement against resistance. Evaluation of the second returned pod pc confirmed that the pusher assembly was fractured. If the device is forcefully advanced against resistance, damage such as a kink and subsequently fracture may occur. Further evaluation revealed a detached embolization coil and offset coil winds. The detached embolization coil was likely a result of the pusher assembly fracture. The offset coil winds may be a result of forceful advancement against resistance no other devices associated with the complaint were returned, and therefore, the root cause of the reported resistance could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2020-00655 h3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), ruby coils, and a lantern delivery microcatheter (lantern). It was noted that the patient''s anatomy was tortuous and calcified. During the procedure, two ruby coils were implanted into the target vessel using the lantern. Upon advancement of a pod pc through the distal end of the lantern, the physician encountered resistance. During withdrawal of the pod pc, it unintentionally detached within the lantern. Therefore, the lantern and pod pc were removed from the patient''s body and the pod pc was extracted from the lantern. Next, the physician re-inserted the lantern and implanted a total of fourteen ruby coils and pod pcs. When the next pod pc was approximately half-way into the target vessel, the physician encountered resistance and subsequently, the pusher assembly broke. Subsequently, the pod pc and lantern were removed together. The procedure was completed using three additional ruby coils, one other coil, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00655.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), ruby coils, and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous and calcified. During the procedure, two ruby coils were implanted into the target vessel using the lantern. Upon advancement of a pod pc through the distal end of the lantern, the physician encountered resistance. During withdrawal of the pod pc, it unintentionally detached within the lantern. Therefore, the lantern and pod pc were removed from the patient's body and the pod pc was extracted from the lantern. Next, the physician re-inserted the lantern and implanted a total of fourteen ruby coils and pod pcs. When the next pod pc was approximately half-way into the target vessel, the physician encountered resistance and subsequently, the pusher assembly broke off. Subsequently, the pod pc and lantern were removed together. The procedure was completed using three additional ruby coils, one other coil, and the same lantern. There was no report of an adverse effect to the patient.